Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced the rubber stopper remaining in the tube (stopper/shield separation). This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: the person in charge of the biochemical room reported that the yellow tube could not be uncapped (the shield fell off, but the stopper was still in the tube), which led to the failure of the pipeline probe to pierce into the alarm. One package has 8% of this problem.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) customer photo was received for review and analysis. The photo confirms the reported issue of a closure separation as the photo shows 1 tube with the rubber stopper still within the tube with no hemogard shield. Additionally, within the customer photo it is shown that the stopper inside of the tube is chopped. Therefore, bd is able to confirm closure separation and stopper defect from the customers retuned photo. In addition, 29 retain samples were sent to for functional testing and the issue was not observed. 0 of 29 retain samples resulted in closure separation. Additionally, the same retain samples were subjected to a visual inspection for chopped stopper, and the issue was not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on a review of batch records and the investigation results, no root cause from the manufacturing process has been identified as a contributor to either defect.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced the rubber stopper remaining in the tube (stopper/shield separation). This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: the person in charge of the biochemical room reported that the yellow tube could not be uncapped (the shield fell off, but the stopper was still in the tube), which led to the failure of the pipeline probe to pierce into the alarm. One package has 8% of this problem.